Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient had an surgical intervention where the entire scs system was explanted .

Manufacturer narrative:
Therapy date is estimated . The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2019-12007, 1627487-2019-12009. It was reported patient was not getting relief and was having ineffective coverage of pain relief from the system implanted. Patient was reprogrammed and upgraded to burst therapy, but wants system removed. To address this issue patient may be awaiting surgical intervention at a later date .